Event description:
A surgeon who performs makoplasty total hip arthroplasty contacted mako surgical and expressed concern regarding issues he had experienced with the offset reamer and impactor used with the roboticarm interactive orthopedic system (rio). Specifically, the surgeon had difficulty passing the registration checkpoint on the offset reamer. The checkpoint passed initially during rio registration, but was a few tenths of a millimeter outside of the acceptable range when trying to capture the checkpoint just prior to reaming.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been performed at mako surgical. A mako product manager met with the surgeon regarding his concerns. While preparing the acetabulum, the surgeon stated that he does put significant force on the reamer shaft because the reamer baskets often dull (due to their reusable nature). Additional strain is placed on the reamer and reamer baskets due to the surgeon's technique of single-stage reaming. The mako representative recommended replacing the reamers as often as needed, and recommended a different compatible reamer basket model, manufactured by (B)(4). The mako representative also recommended keeping additional reamer handles on hand in case of difficulty in passing the reamer checkpoint in the future. In the interim, all reamer handles at the site have also been replaced per the surgeon's request.